Manufacturer narrative:
Maude report, mw5070080, was received.

Event description:
It was reported that the patient presented in the clinic with symptoms of light-headedness, weakness and fluctuating heart rate. No alert notification was noted on merlin home monitor. Upon interrogation, insulation breach and intermittent capture was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. There were no procedure related complications. The patient was stable and was discharged from the hospital the following day.

Event description:
New information noted that the patient claimed he sustained permanent injuries physically and mentally. Patient said they suffered physical and mental pain, suffering, anguish, impairment and disfigurement.